Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the dbs therapy had not done for them what they expected it to. The patient mentioned that their tremors were bad even though therapy was turned on. The patient stated that the therapy issue persisted with each ins they have had. The patient reported hcp had recommended having brain surgery. Patient was unsure why this was suggested, but they thought maybe it was because the doctor felt that the ins "wasn't implanted right." The issue was not resolved.